Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. Functional testing indicated the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and there was no indication of resistance in tracking the guidewire into the catheter. Microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly. Pitting and degradation of the transducer housing was noted during microscopic inspection, consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 22sep2022. It was reported that catheter kink occurred. The 95% stenosed, 20 x 2.75mm target lesion was located in the moderately tortuous and lightly calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was unable to cross the lesion and was observed kinked. The device was completely removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.